Manufacturer narrative:
Per the coolsculpting user manual, the system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If the user receives this message, the user should remove the applicator and gelpad or gel, and assess the tissue before taking further action and not retreat for at least 24 hours, for cooladvantage and coolmini applicators. For all other applicators, if the user received a second z409 message for one treatment site, discontinue the treatment for the site, and do not retreat for at least 24 hours. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. The device showed a thermal event warning at the last seven (7) minutes of treatment. The treatment provider re-treated the area and did not follow the recommendation of waiting twenty four (24) hours before re-treatment. The occurrence of cold burns is a known risk associated with cold-assisted fat reduction (cryolipolysis). Cold burns is included in the coolsculpting product labeling. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment using the cooladvantage applicator to the flanks and reported second degree burns to the treated area. The patient received burn treatment at the hospital and although requested, no treatment information was provided.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks on (B)(6) 2021 using the cooladvantage applicator and presented with second degree burns. The patient received burn treatment at the hospital.